Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a report that during set up, prior to pt use, it was noted that the device door roller was broken. There were no reports of any adverse pt events or delays in use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.